Event description:
Use of acuvue moist brand contact lens resulted in eye redness, excessive tearing and itchiness that required 2 rounds of ophthalmic antibiotics (neomycin/polymyxin/dexamethasone, then tobramycin/dexamethasone) in my right eye to clear up. I use different strengths of contact lens and my left eye had no issues. Lot # 153562 1403c, exp date: 1/1/2027. Eye glasses were worn during this time. Resumption of contact lens has resulted in same issue. FDA safety report ID# (B)(4).